Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that following an intraocular lens (iol) implant procedure, a patient experienced decreased vision, poor near vision and the iol was exchanged because the patient needed a stronger iol power. Additional information was provided by the customer, who reported that the near vision was just not what the patient expected. The iol was replaced for a difference of one and a half diopters in power.